Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 31-year old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prothesis and experienced left sided deflation post procedure. The deflation was diagnosed by a physician. Additionally, ptosis resulting in asymmetry was noted. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation a rent within crease was observed on the posterior aspect. Additionally, some creases were observed on the anterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed on the received device. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 5964268, and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round moderate plus profile 325cc saline prothesis, catalog #3502325, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prothesis and experienced left sided deflation post procedure. The deflation was diagnosed by a physician. Additionally, ptosis resulting in asymmetry was noted. As a result, device replacement with a mentor smooth round high profile 330cc saline prosthesis was performed.